Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult to remove lock line. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). During the clip deployment of the first clip, no knots were noted on the lock line. The lock line was retracted and became stuck. The stuck end of the line was too far inside to pull it out of the lock lever; therefore, the lock lever was cut in order to reach the end of the line. The line was removed and the clip was successfully deployed. The procedure continued on with two more mitraclips. Mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history identified no similar incidents reported from the lot. Although a definitive cause for the reported knotted (lock line) in this incident could not be determined, there is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial MDR, the following information was received: after the lock lever was opened and lock line was removed, a knot was visible on the lock line. No additional information was provided.